Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was out of specification, causing the reset issue and loss of telemetry. Concomitant products: product ID: 2090, programmer. Product ID: 229047, analyzer (B)(4).

Event description:
It was reported the programmer was having a reset issue and loss of telemetry. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. No patient complications were reported as a result of this event.